Event description:
On (B)(6) 2025, the patient underwent a zephyr bronchial valve procedure. On (B)(6) 2025, the patient was discharged. On (B)(6) 2025, residual pleural effusion was revealed in lul. Thoracentesis was performed the following day, (B)(6) 2025. Residual pleural effusion was confirmed (B)(6) 2025. Investigation is ongoing.